Event description:
It was reported that the screen of this programmer froze during the implant procedure of a non-boston scientific product when inside of the pacing system analyzer (psa) menu. Reportedly, the touchscreen was completely blocked and no action was allowed. The clinic had to turn the programmer off and then on to be able to use the programmer again. The patient became asystole for approximately 30 seconds until the programmer worked again. The implant procedure was then completed successfully and the patient did not experience any additional adverse effects. The programmer is expected to be replaced and returned.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed some error/fault codes had been recorded. The touchscreen was tested for functionality and calibration, indicated no functional issues with the touchscreen.

Event description:
It was reported that the screen of this programmer froze during the implant procedure of a non-boston scientific product when inside of the pacing system analyzer (psa) menu. Reportedly, the touchscreen was completely blocked and no action was allowed. The clinic had to turn the programmer off and then on to be able to use the programmer again. The patient became asystole for approximately 30 seconds until the programmer worked again. The implant procedure was then completed successfully and the patient did not experience any additional adverse effects. The programmer is expected to be replaced and returned. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed some error/fault codes had been recorded. The touchscreen was tested for functionality and calibration, indicated no functional issues with the touchscreen. The programmer failed the functional test and the cable microphone laramie was swapped out for a known good unit, which resulted in the product defect disappeared. This confirms a defective cable microphone attributed to system functional failure.

Event description:
It was reported that the screen of this programmer froze during the implant procedure of a non-boston scientific product when inside of the pacing system analyzer (psa) menu. Reportedly, the touchscreen was completely blocked and no action was allowed. The clinic had to turn the programmer off and then on to be able to use the programmer again. The patient became asystole for approximately 30 seconds until the programmer worked again. The implant procedure was then completed successfully and the patient did not experience any additional adverse effects. The programmer is expected to be replaced and returned. The programmer was returned for analysis.

Event description:
It was reported that the screen of this programmer froze during the implant procedure of a non-boston scientific product when inside of the pacing system analyzer (psa) menu. Reportedly, the touchscreen was completely blocked and no action was allowed. The clinic had to turn the programmer off and then on to be able to use the programmer again. The patient became asystole for approximately 30 seconds until the programmer worked again. The implant procedure was then completed successfully and the patient did not experience any additional adverse effects. The programmer is expected to be replaced and returned.the programmer was returned for analysis.

Manufacturer narrative:
Correction: h6 field evaluation conclusion codes was updated.this programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed some error/fault codes had been recorded. The touchscreen was tested for functionality and calibration, indicated no functional issues with the touchscreen. The programmer failed the functional test and the cable microphone laramie was swapped out for a known good unit, which resulted in the product defect disappeared. This confirms a defective cable microphone attributed to system functional failure.